Manufacturer narrative:
The instrument tip is broken off approximately 10 mm from the end; the broken-off portion of tip is missing and not returned for analysis. The instrument shaft is bent in multiple locations, and microscopic examination of fracture revealed a fairly tortuous fracture surface with no indications of fatigue, suggesting failure due to bend stress overloading. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during a l3-l4 fusion procedure, the curved tip of the feeler broke in the bone while the surgeon was palpating the pedicle of the patient. The surgeon was unable to retrieve the broken part. It was left in place on the left pedicle of l4. A titanium screw was placed in the pedicle.